Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed thirty other similar product complaint(s) from this lot number.

Event description:
It was reported the returned catheter leaked, but not at the luer adaptor. No other information was provided.

Event description:
It was reported the returned catheter leaked, but not at the luer adaptor. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A permanent kink impression was observed between the 5cm and 6cm depth markings. A longitudinally aligned split was observed at one corner of the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The sample kinked preferentially at the kink site during manual manipulation. Microscopic inspection of the split revealed granular fracture features. Material buckling and discoloration were observed in the vicinity of the split. The split features were consistent with tearing type material failure caused by kinking of the catheter shaft. The location of the damage suggested that catheter insertion, securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.